Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead tripped the lead safety switch due to high out of range impedance measurements. Boston scientific technical services (ts) reviewed the x-ray and suspected the helix of the rv lead was not fully extended. Further testing was performed and the impedance measurements had decreased to 2,000 ohms in bipolar configuration and 1,800 ohms in unipolar configuration. As the sensing and threshold measurements were stable, lead dislodgement was not suspected. Additionally, the stable measurements support the helix being partially/fully extended. The patient was discharged without any changes to the system. The patient presented to another hospital the following day after a syncopal episode. The device was checked and verified to be functioning appropriately. The physician did not suspect the system caused or contributed to the syncope. The impedance measurement was 1,600 ohms at the check. No additional adverse patient effects were reported.